Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for a rectal polyp lesion in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was applied using a straight scope. Then it was attached to the mucosa, opened and clicked to deploy but the clip did not release from the catheter. They then removed the clip from the scope during reprocessing process. No new clip was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf device code a150208 captures the reportable event of device entrapment. Block h10: investigation results: a resolution 360 ultra clip was received for analysis. Visual inspection of the returned device revealed no clip assembly and with evidence of full deployment. In addition, the clip was returned in a separate bag along with the yoke. No other problems were noted. The reported complaint of device entrapment of device or device component was unable to be confirmed since there was no way to confirm the reported problem. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device was returned without the clip attached and with evidence of full deployment. There was evidence that the clip was properly deployed. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf device code a150208 captures the reportable event of device entrapment.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for a rectal polyp lesion in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was applied using a straight scope. Then it was attached to the mucosa, opened and clicked to deploy but the clip did not release from the catheter. They then removed the clip from the scope during reprocessing process. No new clip was used to complete the procedure. There were no patient complications reported as a result of this event.